Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the surgeon was able to press the green button, but was not able to squeeze the handle, hence the device did not fire. The reloads were changed to a different stapling device and successfully fired when two reloads failed to fire using the first handle. There was no patient injury.